Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet displayed alert 60 indicating a bluetooth communications error, the alert recurred after restart and after a factory reset, and the patient could not clear the alert; the trainer provided a commercial replacement device and device linkage changes were made. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 60 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.